Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Wife reports that barrier swelled up over stoma and now stoma has small black area on the stoma. Really not able to quantify size of black area. Did not try to wipe away. Reports remaining stoma red and moist; no change in urine output no abdominal pain. Advised to try to wipe area away to see if it is truly attached and notify physician if no change. Also proceed to emergency room for increase in size of area; abdominal pain; decrease in urine or blood in urine.